Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced and the anti-collision band was restored. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a precharge voltage error was displayed on the system, which prevented it from booting up. No pt injury was reported.